Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on one lead resulting in the inability to enter MRI mode and ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted.